Event description:
It was reported that the patient presented in clinic with a high heart rate. The device was unable to be interrogated via inductive telemetry, there was no magnet response, and the software version could not be updated on the implanted device. The patient presented in clinic the next day with no resolution. The device was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported events of inability to interrogate and operating system version or upgrade problem were not confirmed. Device was received with normal output and telemetry communication. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. Feedthrough leak test was performed, indicating a device hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.